Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was driving and received an alert on his cgm that he was ¿80 and trending down¿. No bg meter comparison value was reported. The patient ¿felt symptoms of low¿ (no specific physical symptoms were reported) and the he stopped to eat. Approximately 30-45 minutes later, the patient felt fatigued and noticed his eyes closing. The patient then ¿blacked out¿ and had a car accident where he collided with two other vehicles. The patient regained consciousness upon impact of the accident. The patient¿s air bags deployed and he suffered injuries including black eyes, bruised knuckles, cuts from glass, friction burns from the seat belt and airbag, and a ¿knot¿ on his head. Emergency medical services (ems) was called and once they arrived, they tested the patient¿s bg meter reading, which was 304 mg/dl while the cgm value was 113 mg/dl. The patient self-treated with insulin via his omnipod insulin pump and cleaned his own wounds. The patient declined being taken to the emergency room (ER). The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.